Manufacturer narrative:
E1; reporter phone and institution phone number: (B)(6). A philips remote service engineer (rse) spoke with the customer biomedical engineer (bme), and confirmed that the during a routine check, the device was giving a speaker malfunction and was not producing sound. Parts were ordered and sent to customer to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a speaker defective. The reported problem was confirmed. The parts were shipped to the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the speaker malfunctioning error appearing and not producing sound. The device was not in clinical use at time of event, no patient involvement.